Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the 5mm, 33cm peek monopolar handle 33cm, damage to the insulation was confirmed, visible dings and scratches were seen throughout the shaft. Also it was noticed that this unit could have possibly been repaired by a third party in the past. The 5mm peek multifunction handle is missing etching at the proximal end of the shaft, which consist of lot number, ce mark, us pat no and the reference number. The 5mm, 33cm peek monopolar handle 33cm failed the insulscan test. The probable root cause could be improper sterilization methods and or mishandling. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.